Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the end on the hemopro2 extension cable was broken. A different cord was used to complete the procedure. The hospital did not report any patient effects.